Manufacturer narrative:
This device is not expected to be returned at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's device experienced oversensing. The device was subsequently explanted and replaced with a new cardiac resynchronization therapy (crt) device. No additional adverse patient effects were reported.